Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went to the ER for pain in their forehead, left arm, and shoulder, and their muscle was jerking. The hcp did a CT scan but was not able to find anything wrong. They suspected it was from the device. The patient denied any falls or trauma. The patient mentioned the device has not work properly since implant. Later, they added that the device does help her and it helps when she is able to fully charge. The patient met with a manufacturer representative (rep) and 4 different people at different times and no one was able to help her. The patient also thinks they may have been shocked around (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97754. Serial# (B)(4) product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional infromation received fromthe consumer reported that the insr will be working and then it will just quit. It was reported that the insr was placed on the ins and a charge session was started. The consumer reported seeing the ins charging and half the battery was flashing. It was reported that only 4 boxes on the bottom were black. The patient reported that the ins was shocking the inside of her body when she turn her head a certain way